Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (service code 110: over voltage cleared no energy, arrhythmia alarms) has been confirmed.as received the device was unable to pass incoming functionality testing. The cause for the failure as a internally open inductor l1 on the computer/analog pca. The cause of the open l1 inductor was a thermally damaged c10 capacitor. The root cause for the thermally damaged c10 capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that a paitent experienced arrhythmia alarms and a service code 110: over voltage cleared no energy.